Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain and failed back surgery syndrome. The caller reported that when the ins battery level got below 50%, the patient would not get the coverage she needed down to her feet; increasing the stimulation did not resolve the issue. The caller stated that the rep would not allow her to reprogram because she could get good coverage as long as she kept the battery above 50%. The patient thought she had a faulty battery and her previous healthcare professional wanted to replace it but the patient would not let him. It was reviewed that the system was designed to maintain output. Further information was received that indicated the patient was reprogrammed and could get more coverage in her feet.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.